Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the pump was returned, and a small segment of guidewire was found in the cannula. The guidewire damage was confirmed. Imaging from the insertion was provided that confirms the cannula kink. The root cause of the delivery issue was most likely use related, this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was being implanted with an impella cp device for mechanical circulatory support. During implantation, the impella device kinked upon removal of the supplied guidewire. The physician believes that the guidewire was sheared into two pieces. One piece still remained in the cannula at removal, and the other was discarded and couldn¿t be retrieved. The pump was removed and a new impella was used without further issue.